Event description:
Reportable based on device analysis completed on 22oct2014. It was reported that shaft kink occurred.   A 3.5mm x 12mm quantum maverick¿ balloon catheter was advanced to dilate the target lesion. During the procedure, the balloon shaft was kinked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter in two pieces; as received. The balloon was loosely folded. Microscopic examination and tactile inspection revealed a shaft kink 3cm distal of the exit notch. Microscopic examination and tactile inspection revealed a complete hypotube separation 71.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).